Event description:
Per the clinic, the patient perceived poor benefit with device use. Subsequently on (B)(6), 2015 the device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 30, 2015.